Event description:
Medtronic received a report that the pipeline didn't open normally. The patient was undergoing surgery for treatment of a saccular, unruptured c6 aneurysm with a max diameter of 5.6mm and a 4.0mm neck diameter. The landing zone was 3.9mm distally and 4.1mm proximally. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure showed slowed down blood flow. It was reported that after the stent catheter was in place, ped-425-16 was selected for implantation. After sufficient hydration, the ped-425-16 was delivered to the stent microcatheter. During the operation, the proximal end of the dense mesh could not be opened normally. It was recovered and deployed twice, but the opening problem was not resolved. In order to ensure the safety of the patient, no risk was taken, it was withdrawn as a whole, ped450-16 was replaced, and the surgery was successfully completed. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received reporting the pipeline not been placed in a vessel bend when it failed to open. The surgeon tried retrieving and re-deploying twice, but no improvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis of ped-425-16, lot no: b559622 ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal end of the braid was opened and frayed. The proximal end of the braid was not opened due to damaged braid. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. ¿ conclusion: based on the returned device, the customer complaint was confirmed as the proximal end of the braid was not opened due to damaged braid. However, the cause for failure to open could not be determined. Possible causes of failure to open include vessel tortuosity and damaged braid. The customer reported that vessel tortuosity was moderate., ruling out vessel tortuosity as a potential cause. In this event, the damaged braid may have contributed to the failure to open. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing braid against resistance. However, the cause for the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.